Event description:
A 6 mm diameter x 17 mm length bridge x3 biliary stent was inserted for use in a patient for treatment of a renal artery ostial lesion with a 40 degree inferior take-off and 85-90% stenosis. Vessel morphology was reported to be non-tortuous with moderate calcification. The lesion was pre-dilated with a 5x20 pta balloon. It was reported that the stent dislodged from the balloon onto the guidewire at the ostium of the renal artery lesion. As the physician attempted to advance the stent using the guidewire the renal artery was dissected and the stent came off the guidewire and lodged near the aortic arch. The physician attempted to snare the stent for 2-3 hours without success. The physician was successful in placing a balloon into the stent and by slightly inflating it was able to drag the stent back into the iliac artery where the stent was successfully snared. The renal artery was treated with a competitor stent. The pt is reported to be fine and no add'l clinical sequelae were reported. The physician reported that the stent was too stiff to maneuver into the bend of the lesion. Medtronic ave has received the device and its analysis is pending.